Event description:
Reference importer report number: (B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Add'l info will be provided upon conclusion of the MFR's investigation.